Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose levels. Customer¿s blood glucose level was 40 mg/dl. Customer treated their low blood glucose levels via carb intake. Customer advised the auto mode feature was off during the low blood glucose event. Customer advised they went to the hospital due to low blood glucose levels. Customer advised they had issues with their sensors and threw them away. Customer declined to troubleshoot for low blood glucose levels. The insulin pump will not be returned for analysis.